Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec and crease fold. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is/was [rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device remains implanted.